Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient came back to the clinic post procedure with small, red, grape size lump on the right groin, and a 2 inch or more long red/irritated area was noticed on the other groin after the use of two 6-12f mynx control venous vascular closure device (vcd). Patient was put on antibiotics because of the erythema. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the patient came back to the clinic post procedure with small, red, grape size lump on the right groin, and a 2 inch or more long red/irritated area was noticed on the other groin after the use of two 6-12f mynx control venous vascular closure device (vcd). Patient was put on antibiotics because of the erythema. Additional information was requested but not provided. The devices were not available to be returned for evaluation. A product history record (phr) review of lot f2433001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or worst-case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous instructions for use (IFU) as such. Based on the information available for review, it is not possible to determine what factors may have contributed to access site reaction experienced. However, patient/procedural factors are possible. The event of ¿local reaction¿ could not be confirmed as an image of the access site was not provided. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the phr review and available information, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.